Event description:
It was reported that the patient underwent change out of the pulse generator, it was noted that the atrial and ventricular leads sustained rib clavicle crush damage, the device was programmed with safety margins. The leads were subsequently explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the proximal insulation was fractured/broken at 27.1 cm to 29.4 cm from the connector pin due to clavicular crush. The proximal coil was crushed at the same location.